Event description:
The customer's friend reported via phone call that the customer's insulin pump had alarmed motor error while programming an older insulin pump. The caller was assisted with priming the insulin pump. The customer had also received a check settings alarm as well as no delivery alarms on the insulin pump. The customer declined to troubleshoot the issues. The customer was assisted with unlocking the insulin pump because the keypad was locked. The customer was advised that replacement supplies would be sent. The customer agreed to return two older insulin pumps that were supposed to be returned previously.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-17214.